Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The contact changed the infusion set to address the event. Additionally, it was reported that the cartridge fell off of the pump. Reportedly, the customer put the cartridge back onto the pump to address the event. Blood glucose ranged from 90 mg/dl to 115 mg/dl.